Manufacturer narrative:
The manufacturer's service rep performed an on-site investigation. A part was ordered and sent to the customer for installation. No further info is available.

Event description:
The customer reported that the 7900 system would not work. No pt injury was reported.